Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. No moisture damage found on the keypad assembly, motor, battery tube and vibrator assembly during visual inspection. It was unable to perform the displacement test, verify button error alarm, or verify unresponsive button/keypad due to blank display. No unexpected audio alarm or beeping noted. Device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she was canoeing and dropped the insulin pump in the river and then it alarmed button error, the keypad became unresponsive and the display went blank. Blood glucose value was 151 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.